Event description:
Reference number (B)(4). Event occurred in serbia. It was reported that the patient experienced a damaged infusion set cannula, which was cracked with discoloration at the tube connection event on (B)(6) 2026. The cannula remained attached, but the needle was not intact. The site of insertion was abdomen. The infusion set was in use for first day of insertion. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.